Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for. It was reported that pt reported not being able to connect the controller "remotely" with the ins in order to make adjustments to program settings, such as increase / decrease intensity or see battery levels for controller / ins, without having the paddle connected. Pt said they communicated with their manufacturer representative (rep) through text and then met at the surgery center (rep told pt that this sometimes happens when the battery goes completely dead). Pt said they really do not change their intensity, but if they want to check their battery level they have to connect to the recharger. Pt says they have to connect the rtm like they are going to recharge the ins and then hit the "x" out of the charging mode, then they can go in and do it. Pt mentioned that the rep was able to go in and troubleshoot the device to get it to connect to the implant again. An email was sent to the repair department to replace the controller. During the call the patient brought up that their charging belt had also broke the week they got their implant and a rep had an extra one in their garage so they shipped it to them. Pt also mentioned that their implant was now depleted. T he pt also reported having an issue with the charging paddle not working, getting zero connection to the stimulator. Pt stated that when they position recharger over the ins to view how strong the connection is it holding at zero and there is no connection at all. Pt said the problem started about a week ago they started and they tried to call patient services but waited on hold forever. Pt stated that the rtm cord looks like it is pulled away from where it connects with the paddle <(>&<)> the paddle gets very, very hot. The issue was not resolved. An email was sent to the repair department to replace the rtm.